Event description:
It was reported that the device was attempted to be implanted but not used due to a setscrew problem. The device was oversensing which inhibited pacing. A new device was used to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found. The returned device indicated foreign material on set screw. The returned device indicated misalignment with the set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).